Manufacturer narrative:
Additional information: patient recovered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted in the rca. One day post index procedure potential mi criteria that met 3rd universal definition was reported. The investigator assessed the event as not related to the index device or antiplatelet medication. Sponsor assessed the event as not related to the device or antiplatelet medication.